Manufacturer narrative:
Lot number: 5603277-002. (B)(4). This event was previously reported via asr on 24jun2019 (exemption number e2014015). This report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported that in (B)(6) 2008 the patient was experiencing or had experienced erosion of the transobturator tape (tot) on the left side. In (B)(6) 2016, the patient had a presumed urinary tract infection, secondary to weakness. In (B)(6) 2016, the patient had experienced or was experiencing urinary incontinence, vaginal bleeding and discharge, and pelvic pressure related to anal/vaginal fistula repair. In (B)(6) 2016, it was noted the tot tape was infected and mesh exposure occurred at the left sulcus, at the level of the bladder neck. Draining sinus lateral of the anal opening was noted.